Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, the hospital staff noticed that a ruby coil would not re-sheath. It is unknown how the procedure was completed and it is unknown if there was an adverse effect to the patient. Please note that the manufacturer has requested additional information from the customer regarding the details of the event; however, no additional information has been obtained.

Manufacturer narrative:
Please note the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.